Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she has experienced hyperglycemia in the 200-400 mg/dl range over the past 6 days. No error messages were received on the infusion device. Pt switched to a different type of infusion set 6 days ago and has been inserting the headsets "slowly" by hand. Pt was advised on proper insertion technique. Pt experienced insulin leakage at her infusion site, and when she removed the headset, she found the cannula was bent. Time, date, and basal rate profile are programmed correctly on the infusion device. Pt did not forget to bolus. Normal blood glucose is 150 mg/dl, and pt has treated hyperglycemia with correction boluses. Infusion set was discarded and is not available to return for eval. Pt was unable to provide infusion set lot or expiration date. Follow-up was completed with pt on (B)(6) 2011. Pt met with her physician, and physician inserted the headset for the pt to ensure it was inserted correctly. Since physician inserted the headset, pt's blood glucose has returned to normal. Pt did not require treatment from health care professional or second party to address the issue.